Event description:
Patient reported she is getting downstream occlusion alarm while trying to prepare the new cassette using the backup pump. Unknown if fault occurred while in use. No adverse events reported. No missed doses reported. Device is available for return, upon patient return. Unknown if device was replaced. Infusion is life-sustaining. Outcome of the event is unknown. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. No additional information is available at this time. The suspect device serial number was not provided by the patient.